Event description:
It was reported that the patient presented with acute coronary syndrome and was hemodynamically unstable. During the procedure to treat the severely calcified lesion in the left anterior descending coronary artery, the 3.0 x 38mm xience alpine stent system was advanced, but the proximal shaft separated prior to reaching the lesion. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. The procedure was successfully completed with other devices. No additional information will be provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft separation was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance and material separation (shaft). It should be noted that the reported shaft separation was not confirmed during return analysis; however, it is possible the kinked inner and outer member damage was identified as a separation by the account. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with acute coronary syndrome and was hemodynamically unstable. During the procedure to treat the severely calcified lesion in the left anterior descending coronary artery, the 3.0 x 38mm xience alpine stent system was advanced, but the proximal shaft separted prior to reaching the lesion. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. The procedure was successfully completed with other devices. No additional information will be provided.